Event description:
It was reported the cadd pump didn't infuse. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received for evaluation. The visual inspection found no physical damage. A review of the event history log found no disposable, power down, and turn on/off messages. During the functional testing, the customer reported problem was not able to be duplicated after running three accuracy tests. The error messages in the event history log could have possibly caused the customer reported issue. The downstream occlusion sensor was replaced as a result. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.